Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), as performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device fails force verification pressure test. The unit also makes a loud clicking noise as it is adjusting pressure. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the device fails force verification pressure test. The unit also makes a loud clicking noise as it is adjusting pressure. There was no patient involvement.